Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 6 months after the dental implant was installed in intraoral region #29, and 5 months after definitive crown installation, it was verified that the dental implant has lost its osseointegration. The implant was installed with 60 ncm of primary stability and was immediately loaded.